Manufacturer narrative:
Concomitant products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3998, lot# l71032a, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4).

Event description:
It was reported the patient had a CT scan the previous thursday and had not felt stimulation since that time. The manufacturer representative had reportedly tried to program the implant and noted she kept being redirected to put in the serial number while adjusting the stimulation level. The implantable neurostimulator (ins) battery voltage screen was checked and the ins was reportedly at 2.11 volts and at eos/eol (end of service/end of life). An eos/eol message was seen.